Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patients ipg was nonfunctional. The patient underwent an explant procedure. No further information could be obtained.